Manufacturer narrative:
Com- (B)(4). B5: describe event or problem, correction; d4: additional device information, correction.

Event description:
Subsequent to the initial report. A supplemental is needed, for corrections to the product information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021 . No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.